Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, a customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that non-recoverable error 26002 occurred. The tse reviewed the error logs and confirmed error 307 on armnet 3. The tse had the customer power cycle the system. However, error 319 occurred after the power cycle. The tse confirmed error 319 pointing to a distal set up joint (suj) 3. The tse had the customer disable universal surgical manipulator (usm) 3 and manipulate usm 1 and 4 to release the tissue. After that, the customer powered off the system and perform emergency power off (epo) of the patient side cart (psc). The problem was temporarily resolved, but error 307 reoccurred the second time after the following mode. The error was cleared after the customer followed the same process of the first error. In a second phone call, the customer informed that error 307 occurred a third time. The customer had powered off the system, but it was rebooted automatically with error 316. The tse reviewed the error logs and confirmed error 316 pointing to the core of the vision side cart (vsc). The tse had the customer perform hard power cycle the system, which resolved error 316. However, message "arm not ready. Remove instrument" appeared. The customer applied instrument release kit (irk) to release the instruments on usm 1 and 4. The customer restarted the procedure. The procedure was continuing with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The customer did not disable usm 3 for the rest of the procedure. When the issue was identified, the jaws of the instrument were stuck on tissue. The irk successfully opened the jaws and released the tissue. There was no adverse effect to the grasped tissue, and no unexpected tissue was removed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that the system was working normally after the third time the error occurred. The procedure was completed robotically with the da vinci system. The fse replaced distal set up joint (suj) of universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 using system sk4668. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm 3 was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. The suj was installed on the patient side cart (psc) fixture test platform (pftp) machine and passed all tests that were performed. Logs were checked, and the error on arm net was confirmed. As the issue appeared to be intermittent, the axes controller tornado (act) and dual harness will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, and h3 analysis information can be found in fields h6 and h10. D10 - intuitive surgical, inc. (Isi) received two instrument release kits (irks) involved with this complaint and completed the device evaluation. Grip release tool, irk lanyard, and instruction tag were returned as one unit. Failure analysis found no damage on the irks upon visual inspection.